Event description:
It was reported the pin for the g7 impactor aligned guide broke due to over tightening before surgery. No additional information.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip to have fractured from the guide rod. The fractured portion was not returned. Wear rings are present around the shaft. The head is nicked and scuffed. No damage was observed to the threads. The etch has become faded and blurry. Additionally the device was sent for further testing. Sem analysis of the guide rod sample showed that it suspected to have fractured due to bending overload. Fracture showed biological debris and smearing that obscured the evidence of crack initiation. However, a ridge like artifact identified on the fracture suggest a possible bending overload fracture. Quasi-cleavage mode of overload fracture identified in the non-smeared areas, exhibiting brittle cleavage planes and ductile dimples. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.